Event description:
After 12 years and 5 months from primary surgery, the patient reported knee instability. The surgeon upsized the liner from 12 mm to 17 mm, and the surgery was successfully completed.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department: the insert was revised 12 years after the primary tka due to joint instability. A thicker polyethylene insert was implanted. The available x-ray image shows only that the interarticular space in full extension is wider in the left knee compared with the right knee (which also has a prosthesis). This type of late-onset instability is a well-recognized complication after tka. Over time, soft tissues may stretch or become lax, leading to insufficient ligamentous support. In such cases, replacing the insert with a thicker one to restore proper soft-tissue tension is a standard and appropriate management strategy. Importantly, this issue is not related to any implant defect or malfunction, but rather to the natural evolution of soft-tissue behavior over time following tka. Batch review performed on 18 nov 2025. Lot 124101: (B)(4) items manufactured and released on 31 oct 2017. Expiration date: 2028-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:the surgeon revised the liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.